Event description:
Customer experienced a seizure with a blood glucose level of 26 mg/dl, resulting in unconsciousness. Her mother assisted by calling paramedics to address the low blood glucose situation. No further troubleshooting was conducted by the technical support team, as the patient declined it. Additionally, tonya's pump was out of warranty, and the renewal process was underway.